Event description:
A 28 mm diameter x 16 diameter x 13.5 cm length aneurx bifurcated stent graft delivery system was inserted into the patient for treatment of an abdominal aortic aneurysm. The patient's arteries were severely calcified. It was reported that during advancement of the stent graft the device kinkied due to the severe calcification in the vessel. The delivery system was removed from the patient without incident. The physician inserted and implanted another device of the same size and the procedure was successfully completed. The device was discarded by the user facility. No clinical sequelae were reported and the patient is reported to be fine.